Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient felt stimulation in her left leg, which was appropriate, then went to sleep in a recliner. When the patient woke up and turned stim on, stim was in different location. Stimulation had moved into the back area. The patient stated that there was no known falls, accidents or incident related to the change in the therapy. The manufacturer representative was able to reprogram the device to obtain proper stim coverage.

Manufacturer narrative:
(B)(4).